Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a nerve monitoring device was not working properly post-operatively. There was no patient impact.

Manufacturer narrative:
Analysis found that the mainframe was in good cosmetic condition. Customer's complaint has been confirmed. Touchscreen in upper right corner slightly offset. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon receipt of product analysis it was confirmed that the allegation was the touch function on the display does not always work properly or it has to be pressed very firmly.